Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review showed no other similar product complaint file(s) from this lot.

Event description:
During hemodialysis, it was observed that there was profuse bleeding from the skin exit site. When dialysis ceased, the bleeding stopped. The catheter was removed and replaced the following day.